Manufacturer narrative:
E.1. Initial Reporter Facility: UCHICAGO MEDICINE ADVENTHEALTH HINSDALEA review of the complaint history for SN 14771910 was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN 14771910 was performed from the date of manufacture, 29-NOV-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient appears as 'discharged' but was not discharged. A technical support specialist (TSS) dialled into the system and identified multiple patients on the ES server with a Preadmitted status, with the earliest occurrence dating back to 07/02/2026. The TSS informed the customer that patients in a Preadmitted status could not be readmitted until their status was changed to Admitted. The findings were communicated to the customer via email. After several days without a response from the customer, no further action could be taken, and the case was proceeded toward closure.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, patient appears as 'discharged' but was not discharged. The customer reported that there was a delay in patient care.There were no adverse events or injuries reported based on this event.